Event description:
It was reported that the during the implant procedure the patient developed cardiac tamponade. The cardiac tamponade appeared to coincid with the implant of the left ventricular (lv) lead in a branch of the middle cardiac vein. The patient required cardiopulmonary resuscitation (CPR) and mediastinal drainage. The lv lead was removed and the lv port on the device was plugged. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).